Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump was malfunctioning resulting in the cylinders deflating during intercourse. A new ipp pump was implanted.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: product analysis confirmed a pump malfunction through pump functional test failures. The most likely contributor to the pump malfunction was an identified misaligned poppet rod; such a separation renders the pump inoperable. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. As stated throughout the operating room manual, "do not squeeze the deflation button and the pump bulb at the same time." Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The investigation conclusion code of "failure to follow instructions" was chosen as the damage observed can be traced to the user not following the manufacturer's instructions. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump was malfunctioning resulting in the cylinders deflating during intercourse. A new ipp pump was implanted.